Event description:
The dealer stated the fuse is blown. The dealer stated that the chair came with a 75 watt fuse and should have had a 100 watt amp. The fuse has blown. The dealer is replacing the battery harness.